Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and was unable to duplicate the reported event. No repairs were required and the table was returned to service. The table is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. The table was installed in 1995 making it approximately 25 years old; the 3080 sp surgical table has a stated useful life of 10 years. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 3080 sp surgical table moved into trendelenberg without being commanded to do so. User facility personnel repositioned the table resulting in a procedure delay; the procedure was completed successfully. No report of injury.